Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device has a bad display, the bottom center segment is not lighting. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection upon receiving revealed no external damage. The device turns on using batteries. There were two (2) non-illuminating red segments on the top row in the middle digit of the 7-segments display. The device was able to obtain readings but the numbers could not be read due to the non-illuminating segments. It was determined that the non-illuminating diode segments were open due to a defective d2 component on the system board. The device was found to audibly alarm during alarm conditions. A service history record review reveals that this unit was in the field for over three (3) month with no previous reported issues prior to this reported event.

Event description:
The customer reported the device has a bad display, the bottom center segment is not lighting. No patient impact or consequences were reported.